Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties to interrogate. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.